Event description:
It was reported that during an unknown procedure, on the first and second firing of the device with a white cartridge, the device only fired partially. The cut and staple line were equal. There were no reported issues of irregular staple formation. A second device was used to complete the procedure. These are all the known details of the event. There was no patient impact reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.